Event description:
It was reported that the customer's insulin pump incorrectly went into threshold suspend when her blood glucose level was 86 mg/dl. The customer was unable to restart basal and her blood glucose level went to 247 mg/dl. The customer was assisted in restarting her basal delivery. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.